Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.5/3.0/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to low vault was observed. Repositioning is planned. Cause of the event is unknown.

Manufacturer narrative:
Additonal information: b5- the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -11.5/+3.0/91 (sphere/cylinder/axis) into the right eye (od) on (B)(6) 2023. The patient experienced a low vault without rotation. The lens remains implanted and the problem was resolved. Additional information provided: "patient is happy, no further treatments planned". The reporter indicated the cause of the event is unknown. H6- medical device problem code: "2923" should be removed and "1583" should be added. Claim# (B)(4).